Event description:
During ureteroscopy, tip of 3.3 electro hydraulic lithotriptor probe broke off in left ureter. Had only been used for a short time. Piece retrieved out of ureter. All pieces saved-no harm to pt.